Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future a supplemental report will be issued.

Event description:
It was reported that the patient experienced observable and reproducible diaphragmatic nerve stimulation and phrenic nerve stimulation. It was also reported that the right atrial (ra) lead exhibited no capture. The lead was reprogrammed. Three days later, no capture was noted again along with dislodgement and no slack. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.